Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing ¿aquacel ag extra¿ was sealed between the two layers of the individual pack. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance logs have been checked and all pm's were completed. Lot # 8a03910 was sterilized under lot 1204773911 and released on review of results. All the results were within specification and products were released in compliance with standard operating procedures. The production process, in process testing and packaging of products was run in accordance with process instructions for machine doyen 4. Visual inspection in accordance with test methods was completed at the beginning of the order and every hour following until the order was complete. No nonconformity was registered during the manufacturing process of lot 8a03910. This is the only complaint for the affected lot registered within tw8.7. Photographs have been received and have been evaluated in accordance with work instructions. The photographs show the dressing stuck in the seal and confirm the complaint issue. A non-conformance has been raised. Two (2) potential root cause were found that could cause this issue. These potential root causes could be that there was an error making the registration control too wide, the second potential root cause could be that there was incorrect tooling setup has caused the product to move post inspection on the bottom carrier web which would cause the dressing to end up within the seal. The root cause investigation has been closed with no further action required. All operators have been informed of the complaint issue. This issue will be monitored through the post market product monitoring review process.

Event description:
To date no additional patient or event details has been received.